Event description:
During a follow-up in-clinic, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Lead damage was alleged, but not confirmed. No intervention has been performed. The rv lead is pending a replacement procedure. The patient was stable.